Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure to follow instructions. The device was connected to the wrong terminal. The event can be prevented by following the instructions for use which state: the IFU for the cv-190, chapter 3.6 "connection of the monitor" has clear instructions and diagrams on how to connect the monitor depending on the monitor model. These instructions clearly show the terminals that should be used. By connecting to the video in terminal instead of the sdi in terminal, the IFU was not being followed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no ultrasound image present. The issue occurred during setup/inspection for use (during setup in the room/before the patient was in the room). There were no reports of patient involvement.